Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad button was not functioning. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During evaluation, the reported problem of keypad button not functioning was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the cause of the condition could not be determined. The keypad will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.